Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The manufacturer's field service engineer (fse) reported that after power supply replacement, upgrading to 3.1, it was noticed that the touch screen was not working and the touch buttons are working during extended self-test. Customer reported there was no patient involvement.

Manufacturer narrative:
Multiple attempts were made to follow-up with the field service engineer to obtain additional information; however, there was no response.

Manufacturer narrative:
Man-machine interface (mmi) pcba was returned to failure investigator (fi) lab for evaluation. Visual inspection of the mmi pcba revealed signs of damage or contamination. The mmi pcba was installed in the fi test ventilator. Operational test was performed in diagnostic ventilation mode and the ventilator boot up. Three attempts were made to extended self-test (est) and passed each cycles with no failures. The ventilator was operating in normal ventilation mode and the ventilator boot up and delivered breaths. No failures were identified during cycling power on and off 15 times. Fi technician was able to change all setting on the touchscreen with ease. The mmi pcba was tested for an extended period of approximately 4 hours; the ventilator operates with no errors generated. The root cause for the reported issue could not be determined due to no failures were identified.